Manufacturer narrative:
Analysis found no significant anomalies and that the ins was functionally okay. The conclusion code and result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was unable to charge her ins and was only getting 2 bars on her recharger. The rep tried multiple times to adjust the recharger over the ins to get a better connection but all attempts failed. The patient was to have an ins revision to replace the battery and send it in for analysis. At the time of the surgery the physician was to look for a sign if the battery had flipped. No symptoms were reported. No further complications were reported.